Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported during device change out due to normal eri, the lead was capped and replaced due to a decrease in r-waves in the month prior.